Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer plugged the pump into a working outlet for at least 30 minutes using the original charging supplies, and the pump began charging, requiring no further assistance.